Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set separated from the main body of the twist clamp; further described as "clamp separated from the threads of the transfer set". This was observed during use of the transfer set for peritoneal dialysis training. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was noted that the dark blue female connector was separated from the mainbody of the twist clamp. It also appeared that there was no evidence of solvent to the light blue insert chip on the female connector. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent application during the assembly process which caused the broken solvent bond. Should additional relevant information become available, a supplemental report will be submitted.